Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the connection of the patient's baxter solution bag to safe lock apd luer lock connector after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered within the pump module area of the cycler, and no fluid was found on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up the pdrn declined to provide additional information. Additional information has been requested but to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the connection of the patient's baxter solution bag to safe lock apd luer lock connector after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered within the pump module area of the cycler, and no fluid was found on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up the pdrn declined to provide additional information. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the complaint product sample was visually inspected and was found that the safe lock apd luer connector is acceptable, no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Upon completion of the sample evaluation, there were no problems found and a cause for the reported failure could not be confirmed.